Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter with blood control the catheter sheared off after placement. There was no report of patient impact. The following information was provided by the initial reporter: describe the event or problem: emergency department (ed) staff was attempting to start an IV on a patient and when they went to withdraw the catheter, the tip had sheared off and remained in the patient. -------------------------------------- what was the original intended procedure? : IV start -------------------------------------- what problem did the user have (check all that apply) :device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A.2. Patient¿s birthday was not provided, (B)(6) 1943 was used based on age of patient. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter with blood control the catheter sheared off after placement. There was no report of patient impact. The following information was provided by the initial reporter: describe the event or problem: emergency department (ed) staff was attempting to start an IV on a patient and when they went to withdraw the catheter, the tip had sheared off and remained in the patient. What was the original intended procedure? : IV start. What problem did the user have (check all that apply) :device malfunction - that is, the device did not do what it was supposed to do.